Manufacturer narrative:
Investigation: two photos and two 1ml syringes in fully sealed blister packs confirmed to be from batch #8340927 (p/n 309628) were received and evaluated. It was observed one of the syringes contained brown foreign matter particles at the bottom and middle of the plunge rod from mold c220 cavity 42. It appeared to be oil with at least one particle larger than level 3 in size and is rejectable per product specification. One syringe appeared to have no visual defects. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the molding process.

Event description:
It was reported that there were 15 occurrences of foreign matter in packaging and syringe with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: customer rejected 15 syringes (from 500) because they found contamination (dirt/foreign matter) in the packaging and in the syringes.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 15 occurrences of foreign matter in packaging and syringe with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: customer rejected 15 syringes (from 500) because they found contamination (dirt/foreign matter) in the packaging and in the syringes.